Manufacturer narrative:
No conclusion can be drawn, as repair info was not reported.

Event description:
The customer reported that the roadmapping function would intermittently not work. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an intervention procedure. There is no report of injury or death associated with the event described in this complaint.